Event description:
Complainant alleged that during use on a patient (age & gender unknown) the device displayed a blank screen with only a white dot. Complainant indicated that the clinician did obtain another device to continue treatment of patient. Complainant did not indicate that there was an adverse effect to the patient due to this reported malfunction.